Manufacturer narrative:
Age and date of birth not provided. Weight not provided. Lot number not provided. Device manufacture date not provided / unknown. Product not returned to manufacturer.

Event description:
Doctor reported that the iunihg screw loosened.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw loosening. The alleged event is non-verifiable with the information provided. A root cause for this complaint could not be determined.